Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 9.6 mmol/l. No significant events leading to the alarm were recalled. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump had cracked battery tube threads and a cracked reservoir tube lip.